Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 130-140mg/dl fasting. Verified test strips expire 03/17/2018. Customer's test strips are being stored in the bathroom and opened vial date is (B)(6) 2015. Reviewed meter memory: (B)(6). Customer is concern with the results taken on (B)(6) 2015 71 taken @ 10:08am and 87 mg/dl taken @10:01am. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 130-140mg/dl fasting. Verified test strips expire 03/17/2018. Customer's test strips are being stored in the bathroom and opened vial date is august 2015. Reviewed meter memory (B)(6). Customer is concern with the results taken on (B)(6) 2015 71 taken @ 10:08am and 87 mg/dl taken @10:01am. No adverse event reported.